Event description:
Customer reported leakage when using the horizon pump tp deliver IV solution. Laboratory evaluation found the leakage to be due to a split side seam in the cassette. No pt injury was reported.